Event description:
It was reported that poly was replaced due to wear leading to instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported that poly was replaced due to wear leading to instability.